Event description:
It was reported through the case report article "hemodynamic optimization in patients with a durable left ventricular assisted device with cardiomems" that heartmate 3 (hm3) may be associated with cardiac arrhythmia. Case 2 of this article involved a 62-year-old male with ischemic cardiomyopathy and previous history of a five-vessel cardiopulmonary bypass graft (CABG) and a cardio resynchronization therapy device (crt-d). The patient was implanted with an hm3 in 2021 and an abbott cardiomems device in 2022 due to difficult volume management and recurring hospitalization. The patient reportedly was admitted for an episode of ventricular arrhythmia sometime after their cardiomems implant.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event, harada, r., et al. (2023). Hemodynamic optimization in patients with a durable leftventricular assisted device with cardiomems. Journal of heart and lung transplantation, 42(4), s358. Https://doi.org/10.1016/j.healun.2023.02.831. The heart hospital baylor scott and white plano, plano, tx. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The specific device and other case/patient information was not provided and could not be determined through this evaluation. No product was evaluated. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," also lists arrhythmia as a potential late post-implant complication. No further information was provided. The manufacturer is closing the file on this event.